Manufacturer narrative:
Returned device was received in excellent physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to be confirm the accuracy issue. All accuracy tests were within published specification of +/-6%. No fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump was under infusing/ greater than 8% off. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B3, b5, h6: additional information.

Event description:
Information was received that no patient injury occurred.